Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that there was physical damage to the insulin pump. Customer's blood glucose level at the time was unknown. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to verify any alarms due to the detached end cap. The pump also had minor scratches on the lcd window and cracked battery tube threads.